Event description:
Company rep reported that the rapid-port ez allegedly "flipped" requiring replacement surgery. Additional info provided by the health professional noted the pt "was unable to receive [their] first adjustment because the port flipped, which was confirmed by x-ray.

Manufacturer narrative:
Taper rapidport ez strain relief. Medwatch sent to FDA on: (B)(4) 2011. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."